Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient presented with following pre-op diagnoses: multilevel degenerative disc lumbar s pine. Spinal stenosis lumbar spine. Intractable back pain. Intractable sciatica. For which, patient underwent following procedures: transforaminal lumbar interbody arthrodesis, lumbar spine, 3-level. Per op note, surgeon accomplished transforaminal interbody fusion at the l3-4, 4-5 and l5-s1 levels. Then, allograft interbody spacers were inserted. Prior to insertion of the allograft interbody spacer, a small amount of bone morphogenic protein-soaked collagen sponge was introduced into the intervertebral space as well as some bits of locally harvested bone. Then all three grafts were placed. The locally harvested bone was packed in both the lateral gutters from l3 to the sacrum. The remaining bone morphogenic protein-soaked collagen sponge was then laid in the gutters over the bone. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.